Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screwdrivers: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the surgeon was performing a tfna surgery and the tfna would not disengage from the connecting screw once the procedure was finished. The surgeon broke the 8mm ball hex when trying to disengage the nail from the radiolucent jig. They had a backup and were able to finish the procedure after a rather lengthy delay of about 20 minutes. The patient was reported to be doing fine. This report involves one unk - screwdrivers: trauma. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 . Event description. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The blue t handle (03.010.517) broke off at the tip while trying to take the jig (03.037.012) off of the nail. The bolt ( 03.037.010) that holds the nail to the jig was cross threaded in such a way that we could not get the nail off of the jig. After the case was over multiple attempts were tried to take the nail off of the jig and we were never able to get it separated.